Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing due to post paced t-wave oversensing via merlin.net. Oversensing was noted on a stored egm. Programming changes were made.